Event description:
It was reported that the right ventricular (rv) lead exhibited high capture threshold. Additional surgical procedure was performed. However, due to patient's advanced age, lead revision was not undertaken. The patient was in stable condition.